Event description:
It was reported that one month and six days post a dialysis catheter placement, the perfusion was allegedly decreased in the long-term catheter for hemodialysis. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Four electronic images were provided for review. The image show a wire from the right internal jugular extending into the inferior vena cava and the permcath appears to have been correctly placed with no evidence of kinking. Therefore, the investigation is inconclusive for the reported restricted flow rate issue as the exact circumstances at the time of reported event was unknown. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post dialysis catheter placement, the perfusion was allegedly decreased in the long-term catheter for hemodialysis. There was no reported patient injury.